Event description:
The customer contacted stryker to report that their device was used on a patient and did not function correctly. Specific information about the behavior of the device is not available. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker has requested the return of the device to the product assessment center. The customer was sent a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
The device was returned to the product assessment center (pac). The pac technician could not duplicate the issue nor verify the issue in the device logs because the electrodes were not returned with the device. One of the device event files showed contact issues between the electrodes and a patient. Overall, the root cause could not be established. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was used on a patient and did not function correctly. Specific information about the behavior of the device is not available. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.